Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It is reported that, during reprocessing, there were severe stripes observed when using the device. There was no patient involved.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Correction is being made to previously submitted e3 ¿ occupation. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.